Manufacturer narrative:
The customer stated the erratic ict result occurred on cuvette number 95. The customer cleaned the cuvettes to resolve. The lot number of the cuvette is unknown and returns are not available. A search of the service history for the instrument was performed and found no tickets related to the complaint under investigation. Review of trending found no adverse or non-statistical trends for cuvettes. The architect system operations manual has adequate troubleshooting information for erratic results and manually cleaning the cuvettes. Based upon the data available and the results of this investigation no malfunction or product deficiency was identified.

Event description:
The account genearted a falsely depressed architect sodium of 102 mmol/l on a patient sample that repeated as expected at 140 and 140 mmol/l. There was no problem with the potassium or chloride results. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete.